Event description:
On 10/20/2025, it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver was broken. No further information was provided. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9625 batch 022352 was received for evaluation. Visual inspection noted that the hex's tip was twisted and broken off. The overall length was measured according to drawing c13888, revision 2. Component c13888-01 revision 2. Oal 6.00 ± .01 inches: result: 5.89 inches. The device is shorter due to a breakage. A functional test cannot be performed as the instrument was damaged. The most likely cause of the reported failure is user error, specifically the application of excessive torque force during use. The device was manufactured in 2021.